Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had an issue and her blood glucose was running a little high. Customer ate some cookies and did not bolus the right amount to the carbs. Customer stated that she had a no delivery alarm and change out the set. Customer's blood glucose was running over 500 mg/dl. Customer does not have time to troubleshoot and was advised to call back for assistance.